Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that every time she tries to deliver insulin, she gets a motor error alarm on the insulin pump. Customer stated that her blood glucose readings are over 500 mg/dl. Customer stated that she was in the hospital because she crashed. Customer was assisted with clearing the alarm. Customer stated that the drive support cap appears normal. Customer stated that the pump was not exposed to a high magnetic field. Customer stated that they are able to rewind the pump. The motor error alarm has occurred more than once in the last 30 days. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that the motor error alarm occurred during a bolus. Customer mentioned that she spent a few months in the hospital and is moving, so she does not know where all of stuff is located.